Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not provided to the manufactuer for evaluation. Procedural or post procedural images were not provided. The event as described could not be confirmed. The instructions for use (IFU) identifies vascular occlusion as potential complications associated with use of the device.

Event description:
It was reported through the clinical study sealant study "three days post-procedure sudden onset of blindness in the left eye on (B)(6) 2022. Ophtalmic consultation in emergency: occlusion of the left central retinal artery; thrombolysis; jargonaphasia with preserved understanding; left temporal hematoma. This is reported to be a neurological event due to thromboembolic complication intrastent described by the site, the event is serious and severe as it leads to permanent impairment of a body structure or a body function including chronic disease. The event was reported not associated with lvis evo device or hydrocoils malfunction, but probably related to lvis evo study device. This ae is not related to hydrocoils or ancillary devices, index procedure, study or concurrent disease. Action taken towards this event is drug treatment for thrombolysis.